Event description:
Customer informed us that a pt returned to the hospital one day after an examination with the sense cardiac coil and was tested for a second degree burn. No add'l info was provided until now.

Manufacturer narrative:
(B)(4). - method, results & conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.